Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under a therapy electrode. The area was described as a burn-like mark that is oozing. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.